Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at six atms. The number of inflations performed is not known. The lesion being treated was a calcified, 100% stenotic lesion in the distal right coronary artery. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported.